Event description:
During a pulmonary vein isolation ablation procedure, a blood leak was noted from the hemostasis valve. The sheath was exchanged for another of the same type to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no leaks were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.